Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's battery ear was bent. The root cause for the damaged battery ear was excessive force. There was no adverse event that resulted from the damaged monitor.